Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. It was recommended to replace the circuit board.

Event description:
Information was received indicating that the cadd legacy plus pump displayed error 1260. There were no adverse events reported.